Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for approximately three months the implantable cardiac monitor (icm) data collection was programmed off. The device has been reprogrammed and remains in use. No patient complications have been reported as a result of this event.